Event description:
Being admitted to the hosp for high bgs. It was stated that the hyperventilation slurred speech, frequent urination/thirsty, nausea, and ketone in urine lead up to their admission. Customer noticed the bgs were elevating and thought the pump stopped working and disconnected. Pt tried to treat with manual injection and noticed a small drop on bgs, but pt still did not not feel well. Then the customer went into the emergency room and for more than six hours without receiving any insulin during that time. Customer was released at midnight and bgs steadily went down. Troubleshooting was performed. The lead screw test and the hp test passed. A replacement pump was requested.